Event description:
It was reported that a volume discrepancy occurred. At a refill on the report date, the actual reservoir volume (arv) was 0ml and the expected reservoir volume (erv) was 5.6. Previous refill volume had been accurate. The healthcare provider (hcp) injected 3ml of saline and was able to get all 3ml back. He then refilled the pump and was only able to get 36ml into the pump. It was also reported that the patient used a personal therapy manager (ptm). The patient had times when they she gave herself a bolus and felt really drowsy afterwards, but had other times where she did not feel effect from the bolus at all. It was noted that the ptm bolus dose was 0.15mg. The patient was seeing ptm lockouts. The hcp was considering a pump replacement. The device system was used to deliver morphine. It was later reported that the pump was explanted. No rotor study or dye study was performed. The patient sometimes experienced overdose and sometimes experienced underdose. Per ptm logs, multiple bolus denials due to lockout intervals occurred between (B)(6) 2014. Multiple successful bolus activations, followed by bolus denials at the same time, occurred between (B)(6) 2014. It was later reported that, regarding the previously reported difficulty filling the pump, that it was possible that the reservoir was not fully aspirated and that¿s why the hcp could not fully inject and saw the discrepancy. It was noted that, since the recent field action, the hcp did not trust the pump. The patient had symptoms of ¿getting too much¿ and then not enough. These symptoms were associated more with the use of the ptm. When she used the ptm, she felt like she got too much. It was also reported that the patient was getting ptm lockouts due to an uplink interference. The patient also had times she requested a bolus and had to wait 1.5 hours. The reporter believed that the hcp may have been removing the pump too quickly in the situation.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump found no anomaly. As received the pump reservoir had 30 milliliters (ml) of fluid and the pump was left in simple continuous infusion mode with patient activated (pa) dosing active. The pump logs were gathered and no anomalies were noted. The ptm log showed that the lockouts were caused by the patient trying to request a bolus before the lockout interval had expired. An x-ray of the pump showed no anomaly with the bellows. The pump was aspirated and re-filled many times both at room temperature and at body temperature with no issues. The dispense accuracy testing passed. No issues were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.